Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no error. A technical support specialist dialed into station, logged into carefusion application without taking down the station, verified that there was no notice of update available on the station screen and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen showed update available but failed to update. The customer was unable to clear the message off the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.